Event description:
The doctor reported the implant was removed due to osseointegration failure, around 4 months after implant placement. The bone quality was type iii. The oral hygiene around implant site was good. Peri-implantitis was observed during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient will need another surgical intervention.